Event description:
According to the reporter, during a procedure, the cartridge did not close firmly for stapling the tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.